Manufacturer narrative:
H3) the lld ez was discarded, thus no returned product investigation was performed. H6) per IFU, perforation is a known risk of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics glidelight laser sheath, the rv lead was removed; however, a pericardial effusion and rv perforation were detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis, and the patient stabilized. The patient survived the procedure. This report captures the lld ez device providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.